Event description:
It was reported that bd nexiva closed IV catheter system had a damaged septum. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR- all challenge, set-up and in process samples were performed according to the quality control plan and all passed per specification. No qn¿s were initiated during the production of the sub-assembly lots related to this investigation. Received a q-syte assembly within a nexiva open package from lot number 8138602. Visual/microscopic evaluation: the top body of the q-syte (neck, rim) revealed extreme damage (cracking, breakage). The septum exposed severe tearing on the top disk and through the column. Residual septum material and adhesive deposits was evident on the rim of the top body. Indeterminate--the evaluation of the rim of the top body revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process and that the rim was not damaged at the time. A definite cause that contributed to the damage observed on the used unit received could not be determined, damage appears to be caused by external forces applied to the unit.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva closed IV catheter system had a damaged septum. No serious injury or medical intervention was reported.